Manufacturer narrative:
Returned product and packaging were evaluated along with manufacturing and inspection records. Investigation identified that the stores operator had issued the incorrect stems to the shop floor and processed through to final inspection , where the parts were inspected and passed to the packing department for packing and distribution. CAPA (B)(4) has been opened to further investigate this issue.

Event description:
It was reported that during a surgery on (B)(6) 2014, it was discovered that a different stem (650-0348) was packaged inside the stanmore labeled box. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Product evaluation has been started, but not complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.